Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 4. The hp also received a system error 2367 alarm. The hp would start over with new supplies and contact her nurse within 24 hours. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. She had contacted her nurse about the event, there were no adverse effects reported in relation to this incident, and therapy since has been going well. Bps contacted the registered nurse on (B)(4) 2011. She stated that the patient had contacted the clinic regarding the event, and that there were no adverse effects related to this incident. The patient has been continuing therapy successfully on the homechoice since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.